Event description:
Event description cpi received information that this endotak down-sized lead had dislodged after only one day of implant. They went back in and repositioned the lead, and it remains implanted and active.